Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and observed that integrated circuit, designator u5 was inoperative and caused the reported issue.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.